Event description:
It was reported, tip nozzle clogging was confirmed. There is a problem with the air supply or water supply. The issue occurred during a diagnostic nasal endoscopy procedure. The intended procedure was completed using a similar device. There was no patient harm; no user injury reported due to the event.

Manufacturer narrative:
The subject device has returned and was received for evaluation; however, the device evaluation has not yet been started and is in progress. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation (updated h3, h4, and h6). The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was found that the air water nozzle was clogged with a white foreign material. Upon further analysis, the material was identified as polymethylpentene. Polymethylpentene is a plastic used in syringes, other medical devices, and water tank caps. Although it cannot be confirmed, is likely that part of the water tank cap was damaged and had entered the scope. In addition, the following non-reportable malfunctions were found during the device evaluation; the bending angle was insufficient due to the elongation of the angle wire, scratches were found on the operation part due to external factors, and scratches were found on the grip due to external factors. Olympus will continue to monitor field performance for this device.